Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the initial procedure date? How was the device applied to the incision? What layer of tissue and how many layers applied? What prep was used prior to product application? What was the location and incision size of the application? Was a dressing placed over the incision? If so, what type of cover dressing used? Please explain how the skin layers were closed to reduce skin tension? What date did the reaction occur on? What does the reaction look like and how large of an area does the reaction cover? Do you have any pictures of the reaction? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? For female patients, were they exposed to similar products, such as artificial nails? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions). Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2017 and topical adhesive was used. The patient had cutaneous intolerance with development of cutaneous vesicles of burn type and bleeding of the wound. There was a necessity of ablation and thyroidectomy scar closure by steristrips. Additional information has been requested.